Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used reliavac evacuator with no packaging present. Visual inspection of the sample noted no obvious visible defects. The evacuator balloon was inflated by engaging the bulb at the top of the device. The balloon was fully inflated with no difficulty. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "10. Attaching to auxiliary suction: 10.I.) Insert suction adapter into outlet port. 10.ii.) Attach wall suction tubing to suction adapter. 10.iii.) During auxiliary suction, balloon will inflate and exudates will flow over balloon surface. 10.IV.) To discontinue auxiliary suction, remove suction adapter and close outlet port. Do not use with wall suction in excess of 210mm hg."

Event description:
It was reported that it was difficult to inflate the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon.